Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). The pts symptom of headaches are not considered serious in nature, but the reported symptom of airway obstruction is of a concern and could be a sign of something more serious. The pt did not require additional medical intervention or attention and was not prescribed or took any medications to alleviate the reported symptoms. The treating orthodontist reported to align that he believed this was a potential life threatening event, thus an MDR is being filed.

Event description:
(B)(4) system aligners were delivered to the pt on (B)(6) 2011. Six hours later the pt reported headaches and airway obstruction. The pt stopped treatment for two days and symptoms disappeared. The pt tried the aligners again and the symptoms reappeared. No medical intervention was required nor were medications prescribed or taken to alleviate the reported symptoms.